Event description:
The user received a questionable result for ion-selective electrode sodium (sodium) on the cobas integra 800 analyzer for one patient sample. The original result was 124 mmol/l. This result was reported outside the laboratory. The surgical doctor questioned the result and the sample was repeated on a cobas 6000 analyzer, serial number (B)(4), which yielded a result of 136 mmol/l. This repeat result was used as the corrected sodium result for this patient sample. The user said the patient was not affected by the slight delay in surgery because the surgery was actually scheduled for the next day. The electrode lot number for sodium was not provided. The field service representative found ise cartridge tubing in pinch valve incorrectly and tube adaptor missing. He replaced ise tubing. He performed adjustments and cleaning maintenance. Performance tests were run which were acceptable.